Event description:
Complainant alleged that the medics were attempting to monitor a male pt (in his 80s) with respiratory problems, when the device screen went blank. The medics tapped on the top of the device, and the display came back on momentarily. There was no adverse effect on the patient.